Event description:
Customer reported that the tip of the probe broke free in the patient's left ankle during an arthroscopy procedure. The surgeon was unable to remove the broken piece. There is no additional surgery scheduled to remove the broke probe tip. X-ray was taken and surgeon stated he is confident that the piece will not migrate. Unknown how long of a delay for the procedure. There has been no complaints or irritation from the patient.